Event description:
It was reported that an unknown access IV set¿s spike was unable to be disconnected from an intravia solution bag. According to the report, the spike became stuck when it was ¿inserted beyond the ridge.¿ patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was obtained from the customer. According to the report, there was a nurse involved that accidentally received cuts on their hands while trying to disconnect. The solution in the intravia bag was unknown but reported to be some type of opioid and nerve block. However, there was no indication that the fluid came in contact with the nurse. The customer indicated that the clinician at the facility had difficulty getting the IV set out of the intravia bag. There was no patient involvement. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.